Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked at the dosing port. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: june 26, 2019 - june 27, 2019. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and there were no issues noted. There was no evidence of leak found from the returned unit during the evaluation. Based on the evaluation finding, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.